Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), rash ("rash"), acne ("acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), feeling abnormal ("hormonal changes describe: brain fog,"), mood swings ("mood swings"), urinary tract infection ("infection (urinary tract/vaginal) type: uti"), uterine infection ("uterine infection"), vulvovaginal mycotic infection ("yeast infection"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), endometriosis ("endometriosis"), alopecia ("hair loss") and oedema ("edema"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed in 2013. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, menorrhagia, vaginal haemorrhage, dysgeusia, rash, acne, dysmenorrhoea, feeling abnormal, mood swings, urinary tract infection, uterine infection, vulvovaginal mycotic infection, migraine, headache, depression, anxiety, endometriosis, alopecia, weight decreased and oedema outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, acne, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, endometriosis, feeling abnormal, headache, menorrhagia, migraine, mood swings, oedema, pelvic pain, pregnancy with contraceptive device, rash, urinary tract infection, uterine infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received. Reporters information updated. Event: injury were update to abnormal bleeding (vaginal).new event:menorrhagia, allergic or hypersensitivity reaction type: metallic taste in mouth, rash, acne, dysmenorrhea (cramping), hormonal changes describe: brain fog, mood swings, infection (bladder/ urinary tract/vaginal) type: uti, yeast infection, uterine infection, migraines / headaches, pregnancy (stillbirth or miscarriage), psychological or psychiatric problems condition: depression, anxiety, reproductive system disorder or condition type of disorder or condition: endometriosis, hair loss, weight loss, edema were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.